Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient developed peritonitis coincident with peritoneal dialysis therapy. During the initial report, the patient¿s caregiver stated that the patient was receiving a patient line is blocked message during their therapy. At the time of the alarm, the caregiver mentioned that fibrin was present within the cassette lines. Follow up with the patient¿s nurse verified that the patient had been diagnosed with peritonitis a couple days before the reported incident involving fibrin. The fibrin was a residual effect of the patient's infection. The cause for the peritonitis was reported to be a breach in aseptic technique by the patient. The peritoneal dialysis registered nurse clarified that the patient was handling their supplies without a mask or glove which resulted in contaminated supplies. The patient was not hospitalized for the event. The patient was prescribed and treated with intraperitoneal vancomycin (dose, frequency, and duration not reported). Peritoneal dialysis therapy was ongoing throughout the incident and the patient was reported to have recovered from the peritonitis. The patient has continued with peritoneal dialysis therapy without complication.

Manufacturer narrative:
Additional information provided for relevant test/lab data. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation or indication of a device malfunction that could have caused or contributed to the reported event. There is currently a probable association between the peritonitis event and the reported breach in aseptic technique. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."